Event description:
It was reported that the patients right atrial (ra) lead and left ventricular (lv) lead exhibited high threshold levels. The lv lead had dislodged and while attempting to remove it the lead became stuck. The physician chose to cap the lead and leave it in place. The ra lead was repositioned and remains in use. Due to the high thresholds on the leads the patient's bi-v implantable pulse generator (ipg) triggered elective replacement indicator (eri) earlier than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).